Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate this event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of the issue was one or more cycles advanced to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 16:38:02. During night drain cycle 13, the patient's ultrafiltration reading was 719ml, indicating the home patient drained 719ml more than their maximum programmed fill volume of 1000ml.no additional information is available.